Manufacturer narrative:
Weight, ethnicity, and race: unk. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticm5_12.6, -13.5/2/0/062 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted,removed and replaced intraoperatively and the problem resolved. There was no patient injury. In the reporters opinion the cause of this event is the device.